Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. The pump was unable to perform basic occlusion and the excessive no delivery due to prime anomaly. The pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the pump. The customer's blood glucose reading was 572 mg/dl. The customer treated the high readings with a correction. The customer stated that the corners of the battery compartment are chipped. The customer stated that the screen will show numbers scrolling like it is pushing insulin out but it is not. The customer stated that the reservoir does not show signs of physical damage. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.